Event description:
It was reported that during treatment aneurysm, the embolization coil prematurely detached upon repositioning. The coil was retrieved with a snare successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: the device delivery pusher was returned with the coil detached. The coil was returned protruding out of the microcatheter end engaged in a snare device. The attachment tether that holds the implant intact with the delivery pusher is broken. The break is characteristic of a tensile failure and stretching. The remainder of the device is normal in specification. The root cause of this complaint appears to be due to an excessive force applied to the device that exceeded the maximum tensile specification of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.